Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain. The patient underwent spinal cord stimulation (scs) explant procedure. The patient is doing well postoperatively. Items were discarded and cannot be returned.